Event description:
Problem with ligasure (model #:lf1923) handpiece. Lot#32350288x, expiration date: 2028-08-21. Error message reads: "usage limit the inserted device has already been used. It has not been recertified by the original manufacturer. Error 420." Item wasted in item charges as "manufacturer error", taken out of service, all packaging and item saved.